Event description:
The military used prk corrective laser eye surgery on both of my eyes, and my vision in my right eye has become blurry. I have difficulty reading emails on my laptop and cannot read the powerpoint presentations during class. At night, I see starbursts around lights which has made driving dangerous under these conditions.